Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.